Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 11, osseointegration had not yet been obtained in type iii bone. Clinician noted an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Event description:
The clinician reported that 1 month after the dental implant was placed in ada site 11, osseointegration had not yet been obtained in type iii bone. Clinician noted an infection. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.